Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 89-year-old female patient with a known history of chronic kidney disease had recently been admitted for sepsis secondary to a urinary tract infection. A transesophageal echocardiogram demonstrated a normal left ventricular ejection fraction but revealed a suspected mobile echogenic structure within the aorta, presumed to represent an atherosclerotic plaque. While hospitalized, the patient developed sudden onset chest pain and was diagnosed with a st-segment elevation myocardial infarction. During the percutaneous coronary intervention, the patient became hemodynamically unstable and required endotracheal intubation, vasopressor support, and temporary pacing. The clinical team elected to emergently implant an impella cp device for mechanical circulatory support. The impella device was successfully implanted. The percutaneous coronary intervention to the left anterior descending coronary artery was unsuccessful, and the patient was transferred to the medical intensive care unit. An echocardiogram performed the following day showed the impella device positioned too deeply in the left ventricle. The device was repositioned at the bedside but subsequently became malpositioned again. The patient¿s lactate dehydrogenase level was elevated. Minor oozing was observed at the vascular access site, but it remained stable. The patient experienced episodes of ventricular tachycardia, and an intravenous lidocaine infusion was initiated. The patient¿s family was at the bedside and confirmed that the patient¿s code status was do-not-resuscitate and do-not-intubate, and that she would not want further escalation of care. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella. During impella support, it was noted that at times the placement signal alarm failed to go off. This was noted by the md and flow was adjusted accordingly. This was a device malfunction however there was no direct harm or consequence to the patient. The procedure was done successfully.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h6 (health effect - clinical code). Upon review, it was identified that the code hemolysis has been removed. Corrected information was provided in h8 (usage of device). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the codes access site adverse event and device in wrong position have been added.